Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. In addition to the inaccurate and static insulin gauge, the customer experienced a low blood glucose (bg) level between 43-47 mg/dl. Reportedly, the customer administered a too large of a bolus in order to correct their bg levels. Customer consumed carbohydrates and a glucose tablet.